Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing and the right atrial (ra) lead exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.